Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical and emergent food intervention to help raise the consumer's blood glucose level. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lo of test strips. Local FDA office notified.